Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 2/5 of their automated peritoneal dialysis therapy. Per initial report, the hp disconnected their transfer set from the pt line of the homechoice set during dwell 2/5. When the hp returned the homechoice machine had advanced into drain 2/5. The hp reconnected to the setup and received the alarm. Baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per the hp's nurse.